Event description:
It was reported that during an MRI, the patient claimed that the monitor site was "burning." It was also reported that the patient had been in two motor vehicle accidents since receiving the monitor and that it was unclear if the monitor had been damaged in some way during either incident. The monitor is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.